Event description:
Customer's wife called in to report on behalf of her husband who received "scan again in 10 minutes and replace sensor" messages after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness, however did not require any treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: d4 (serial number) has been updated from unk to (B)(6) based on additional information received. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint to reflect the updated serial number. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife called in to report on behalf of her husband who received "scan again in 10 minutes and replace sensor" messages after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness, however did not require any treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife called in to report on behalf of her husband who received "scan again in 10 minutes and replace sensor" messages after 8 days of wearing the adc freestyle libre sensor. Customer experienced loss of consciousness, however did not require any treatment. There was no report of death or permanent impairment associated with this event.